Event description:
It was reported that the patient's right knee was revised due to limited rom. A size 4 cr femur and 4x11 cs insert were revised to a size 3 ts femur and 4x9 ts insert. Rep confirmed that there were no allegations against the revised insert, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding range of motion (rom) involving an unknown triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.